Event description:
This system was removed because the pt. Had mrsa. It will not be returned to binc. Also removed: selox jt 53, MDR 1028232-2008-00230 kentrox sls 65/16, MDR 1028232-2008-00231 setrox s 53, MDR 1028232-2008-00232.